Manufacturer narrative:
UDI: (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak lesion).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for a subacute thoracic aortic dissection and was implanted with two conformable gore tag® thoracic endoprostheses (ctag). Final angiography showed a suspected proximal type I endoleak. The physician chose conclude the procedure and will monitor the patient. The patient tolerated the procedure. On (B)(6) 2018, a secondary procedure was performed to treat the endoleak was determined to be a type ii endoleak originating from the left subclavian artery, not a proximal type I. It was determined that the type ii endoleak flowed into the false lumen. A bare metal smart stent and coils were implanted in the left subclavian artery to treat the type ii endoleak.